Manufacturer narrative:
Additional information b1- adverse event. B2- requires intervention to prevent permanent impairment/damage. B5- the reporter indicated that the surgeon implanted a 13.2mm vicmo 13.2 implantable collamer lens of -18.00 diopter into the patient right eye on an unknown date. Refractive surprise was noticed. The lens was exchanged on an unknown date for a same model and size but different diopter lens. This exchange resolved the problem. The cause of this event is reported as wrong calculation in ocos by surgeon. D4- model#: vicmo 13.2. Serial #: (B)(6). Expiration date: 30-apr-2023 d6a- unk. D6b-unk. H1- serious injury. H6-impact code 4629: lens was exchanged. H6-method code 4110: lens work order search: no additional similar complaint type event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial;dry. Visual inspection found haptic torn with threads. Dimensional verification was performed, and the lens was found to be in specifications. Functional verification was performed and lens was found not to be within specifications. H6 -type of investigation- analysis of production records 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5: the reporter indicate that the surgeon implanted a 13.2mm vicmo 13.2 implantable collamer lens of -18.00 diopter into the patient right eye on (B)(6) 2020. Refractive surprise was noticed. The lens was exchanged on (B)(6) 2020 for a same model and size but different diopter lens. This exchange resolved the problem. The cause of this event is reported as wrong calculation in ocos by surgeon d6a: on (B)(6) 2020, d6b: on (B)(6) 2020. Claim#: (B)(4).

Manufacturer narrative:
Product code: unk (esubmitter software does not allow for a blank or 'unk' entry). This product is not marketed in the us. (B)(4).

Event description:
Reporter indicated surgeon implanted a implantable collamer lens into patients eye. Refractive surprise was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.